Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light "blue main body" of a minicap transfer set was cracked. This was identified during use for peritoneal dialysis therapy. The minicap transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was evaluated. A visual inspection was performed with the naked eye which revealed a cracked/broken main body. Functional testing was performed which included leak, clear passage and clamp function tests with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.